Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous right coronary artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician advanced the 24mm x 3.50mm taxus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross the lesion. Upon removal, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous right coronary artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician advanced the 24mm x 3.50mm taxus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross the lesion. Upon removal it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. Starting on the 5th row proximal to the edge, a number of rows were raised and misaligned. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).